Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the robot was not powering on. They found the emergency power off button on the robot pressed to the in position. The system powered on, but the schoelly camera was not registered. It was found that the cable was disconnected, and that issue was resolved. The insufflator would not register, so the site rebooted and changed the tubeset. The procedure started when the insufflator began flashing red, and then a rapid loss of insufflation occurred while actively suturing tissue at the hernia defect. Due to the loss of insufflation vision was lost, and difficulty controlling the instruments due to the lack of vision. The insufflation tubing was removed and replaced with a backup, the system restarted, and the insufflation resumed. There was no damage to the cannula seal/tube connector being used for insufflation. There was a delay of 15 minutes during a critical part of the procedure. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced insufflator to resolve the issue. The system was tested and verified as ready for use.isi received the insufflator associated with this complaint. Failure analysis confirmed the reported event. A visual inspection was conducted, but no issues related to the reported incident were found. Upon reviewing the error log in the lighthouse system, no errors associated with the event were detected. The unit was subsequently installed on an internal eft system and powered on, starting without any errors or faults, which allowed us to proceed with the insufflator functionality test. During testing, the insufflator failed to inflate; the pressure remained at 0. The reported complaint was confirmed. The root cause of the issue was determined to be an internal insufflator malfunction.